Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). We submitted this MDR on day 28 and it failed with an error, which our complaint handling system vendor has advised, is indicative of a bug on the esg/FDA side. The MDR was then submitted again after verifying accuracy and correct formatting of all fields to confirm they should pass. The MDR was resubmitted on day 30, but last week we encountered the issue with the ack¿s not coming back after 24-48+ hrs, at that point, we emailed esg, cdrh and cesub to the resend the ack¿s. The 3rd ack finally came back for that submission, but we received the same failed message. This is different from most instances as we have encountered this particular error before and generally resubmission has resulted in passing 3rd ack. Per fariba maramkhah of cdrh, you may make a note in the report explaining why it is late, and you can save this email thread in your emdr file. An inspector should understand that the report dates are late due to delayed acks. It¿s not considered as late submission if the issue is on FDA side. If it¿s a late submission due to any issues on your side, you can always send a supplement and explain the issue.